Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had med stations we had across all the floors were out of sync with real time. This caused the medication administration times to be off as well. Customer noticed that the product group and assets were not showing our med stations as they used to. We checked with our director and confirmed that the service contract was still active. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server had med stations we had across all the floors were out of sync with real time. This caused the medication administration times to be off as well. Customer noticed that the product group and assets were not showing our med stations as they used to. We checked with our director and confirmed that the service contract was still active. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g initial reporter zip upon investigation of the actual device used in this incident, it was determined that the network time protocol (ntp) was not configured. A technical support specialist logged into each station individually and corrected the time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.